Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump wont turn on. The customer stated that they noticed a crack on the bottom of the insulin pump. Customer stated that at time of incident they were swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with high sleep current measurement and active current measurement due to severe corrosion on the power supply circuits and feedback circuits on electrical board 1 has broken off and pins 1 and 3 having broken off causing component to move around (blue masking is cracking and peeling off and rust has formed on many components), insulin flow blocked alarm during bolus and early seating when preparing device for displacement test due to force bad force sensor due to severe corrosion, device was tested outside of the device and measured 80.1 milivolts which is out of specification (passing specification is 18.0 milivolts - 27.0 milivolts). Device received with pump error 75 during selftest and constant pump error 68, pump error 49 and pump error 23 after battery insertions. The voltage drop across the backup lithium battery on electrical board 1 reads 2.934 volts, needs to be more than 3.900 volts. Cleaned the connector on electrical board 1 and found the solder joint at pin was cracked due to severe corrosion on the connector leg leads. Pump error 75, pump error 68, pump error 49 and pump error 23 due to severe corrosion on electrical board 1. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test and occlusion test due to early seating anomaly. No blank display anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube area, cracked reservoir tube lip and scratched case. Corrosion in battery tube. Severe corrosion on electrical board 2 and moisture damage on motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.